Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor claims on both devices being returned that the clips were deployed at an angle outside the jaws of the instrument. The clips were malformed. Case completed with a third device of the same product code. There were no patient consequences reported.